Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Medical records were received: in 2012 patient had injections due to discomfort. On (B)(6) 2022 patient underwent revision due to discomfort and developed an infection afterward. On (B)(6) 2022 medical record notes the patient then underwent a right hip surgery and was found to have infection and is now on IV antibiotics. The patient has pain in the right hip (B)(6) 2022 medical records note the patient started experiencing leaching of metals in her 10+-year-old replacement hip joint into her body and causing cognitive and psychological changes" (B)(6) 2022 lab results are noted to be cobalt 5.4 (B)(6) 2022 neurological visit to address elevated blood and serum and cobalt levels and the potential that it could be causing cognitive symptoms. It was noted that it was unlikely that the patient¿s level to cause neurological symptoms or contribute to the patient¿s mild cognitive impairment. Doi: (B)(6) 2010. Dor: (B)(6) 2022 . Affected site: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Medical records received. On (B)(6) 2006, the patient had a left total hip arthroplasty to address osteoarthritis. Depuy components were placed during this procedure. (Captured in (B)(4)). On (B)(6) 2010, the patient had a right total hip arthroplasty to address osteoarthritis. Depuy components were implanted at this time. On (B)(6) 2022, the patient had a right revision to address failed right total hip arthroplasty. It was noted the patient had pain, and elevated serum levels of cobalt and chromium, and radiographs showed osteolysis. Depuy metal on metal head/liner was revised to poly on the ceramic construct. Depuy components were implanted during this procedure. On (B)(6) 2022, the patient had a right hip revision to address right hip cellulitis. The postoperative diagnosis included hematoma and fascia/gluteus dehiscence. The patient was experiencing swelling, pain, and some redness. The patient was noted to be 6 weeks postop from right revision to ceramic on poly bearing surface. (Captured in (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received and was reviewed on mar 6, 2023. After review of medical record, patient was revised to address failed right total hip arthroplasty . Patient experienced pain, elevated metal ion, and xrays shows that the components appear to be with osteolysis. Revision notes stated that two screws within the acetabulum were tightened and noted to be well ingrown. There was minimal shucking and polyethylene liner and ceramic head were used during the revision to be implanted. Doi: (B)(6) 2010 - dor: (B)(6) 2022 (right hip).